Event description:
The customer reported the biopsy probe made a loud noise during initialization prior to a breast biopsy. The probe was replaced and the case was completed with no patient consequence.